Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced 3 cases of leakage, and 3 cases of a deformed/damaged stopper. The following information was provided by the initial reporter: today I have more complaints regarding bd 50 ml syringes. This time it is not only about the ¿classic¿ issue with the stopper. During the production we noticed a syringe that had an already deformed stopper. We also discovered syringes with a broken plunger. All syringes were used in the preparation of cytostatics and are contaminated externally.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. Investigation summary a total of seven physical samples displaying different defects, were provided to our quality team for investigation. The product was visually inspected, three of the samples were observed to have the thumb press of the plunger broken. A device history review was performed for lot 2007106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the thumb press breaking. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment or during transport.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak" 50ml concentric luer lock syringe experienced 3 cases of leakage, and 3 cases of a deformed/damaged stopper. The following information was provided by the initial reporter: today I have more complaints regarding bd 50 ml syringes. This time it is not only about the classic issue with the stopper. During the production we noticed a syringe that had an already deformed stopper. We also discovered syringes with a broken plunger. All syringes were used in the preparation of cytostatics and are contaminated externally.